Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 14 unopened pouches. All packs received are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Without much effort the needle detaches from the thread. This has happened several times while in the testing phase in the hospital.